Manufacturer narrative:
The customer mentioned that they had similar issues on a second i400+ at a sister site. No further details were provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they calibrated the crep2 creatinine plus ver.2 (crea) assay on the cobas integra 400 plus (i400+) on (B)(6) 2018. Samples are sent from a central laboratory to the customer site every week for comparison testing. Comparison samples were tested for crea on the customer's i400+ on (B)(6) 2018. The customer reviewed the results on (B)(6) 2018 and noticed a significant difference in results. The customer then replaced the crea reagent cassette and both analyzer probes on the morning of (B)(6) 2018. An unspecified number of patient samples initially tested on (B)(6) 2018 were then repeated on (B)(6) 2018. Result discrepancies were found for some samples. The customer provided data for four patient samples that were affected. Of these, three had erroneous initial crea and alp2 alkaline phosphatase acc. To ifcc gen.2 (alp) results that were reported outside of the laboratory. The first sample initially resulted with a crea value of 85.8 umol/l on (B)(6) 2018. The sample was repeated on (B)(6) 2018, resulting with a crea value of 46.6 umol/l. The sample was also sent to the central laboratory and repeated on a cobas 8000 c (701) module - c701, where it resulted with a crea value of 54 umol/l. The second sample initially resulted with a crea value of 80.5 umol/l on (B)(6) 2018. The sample was repeated on (B)(6) 2018, resulting with a crea value of 59.1 umol/l. The third sample initially resulted with an alp value of 281.4 u/l on (B)(6) 2018. The sample was repeated on (B)(6) 2018, resulting with an alp value of 92 u/l. No adverse events were alleged to have occurred with the patients. The crea reagent lot number was 30284701 and the alp reagent lot number was 28394801. The reagent expiration dates were asked for, but not provided. The customer ran precision studies and these were good. The customer also ran check tests and these passed. The customer changed the test processing order on the analyzer, so the crea assay could be tested immediately after ise tests. The customer started running all tests in duplicate to monitor results and started manually wiping the probe daily. The customer noted that they had some variable test results for multiple assays on (B)(6) 2018. This variation was not clinically relevant, but was not expected analytically. On (B)(6) 2018, the customer stated that the issue with the crea test has improved, but there were still issues with duplicates for other tests. On 22-mar-2018, the field service engineer checked the analyzer and performed multiple actions. No leaks were found on the instrument. All valves associated with the sample probe cleaning were checked and replaced. A wash station, the waste pump, and syringe seals were also replaced. Multiple samples were tested in duplicate and all were ok. The customer continued to run samples in duplicate to monitor. On (B)(6) 2018, the customer stated that they continued to have issues with reproducibility on enzyme tests. They have higher results on initial testing and then lower results upon repeat. Second and third repeat results agree. The customer provided data for approximately 20 additional samples with questionable results for multiple tests. Most of the patient samples tested have routine test panels ordered for testing. Only random samples and tests are affected. No erroneous results from these samples were reported outside of the laboratory and no adverse events were alleged to have occurred with these patients.

Manufacturer narrative:
Investigations have determined that the issue was resolved by shifting the processing order of testing on the analyzer and implementing an extra wash cycle. The chol test was programmed to run after crea in the analyzer processing sequence list. An extra wash cycle was programmed to run before crea and after chol. The investigation was unable to find a definitive root cause. No problem with the instrument could be identified.

Manufacturer narrative:
On 26-mar-2018, the customer was asked to clean the internal water reservoir of the analyzer. The customer did not notice any obvious contamination of the reservoir. On 27-mar-2018, the customer changed the pipetting order of testing on the analyzer. Enzyme tests were changed so that these could be processed immediately after ise tests. The customer ran samples in duplicate for 7 additional days, and no further problems were seen. The customer then discontinued running samples in duplicate.